Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown screw/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for 13 unknown screws.

Manufacturer narrative:
Additional narrative: this report is for 13 unknown screws. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that within about 5 weeks of revision surgery, that plate broke, patient was having very hard/swollen arm and a limited pain with a 90* hard slint. After further x-rays it was concluded that bone did not heal. A second revision surgery was completed on (B)(6) 2014 to remove broken plate and screws. Patient was further revised with total 3 plates in her humerous while leaving one in her elbow and released from hospital on (B)(6) 2014. Patient history indicated that they have a history of hypertension in the past. Also, it was reported that total of thirteen screws were removed during second surgery. This report is 2 of 2 (B)(4).